Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a semi-circumferential split in the tubing. The partial tear in the tubing is located at the 4 cm depth marker. The tear is nearly perpendicular to the axis of the tubing. The tubing surrounding the tear site is slightly compressed. These characteristics and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
During manufacturer investigation, a leak was found at the 4cm mark, which looks like flexural fatigue.